Event description:
A report was rec'd that during an injection via the needle the needle became detached from the syringe and remained in the pt. The nurse removed the detached needle. There was no pt or clinician injury. The device was discarded and is not available for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.